Event description:
It was reported that it took a very long time for prime to get beyond the lock device into the pump - once the fluid reached the coils, it stayed in one place and pulsated there within the tubing, not moving. The line was replaced and the new line primed quickly without incident. There was loss of milliliters that the patient did not receive. No patient injury reported.

Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-11079. The report was submitted in error., corrected data: corrected information provided in h10.